Event description:
It was reported that during a da vinci-assisted lower anterior resection (lar) procedure, there was a pause for compression while a white sureform 60 reload was fired with a sureform 60 stapler instrument. At the time the event occurred, the system generated a "tissue too thick to continue" message. The surgeon used a vessel sealer extend (vse) instrument and two clips to ¿close the tissue.¿ intuitive surgical, inc. (Isi) contacted the isi clinical territory associate (cta) and obtained the following information regarding the reported event: the cta stated he was present during the procedure on (B)(6) 2022. The surgeon used a white sureform 60 reload installed on a sureform 60 stapler instrument to staple an unconfirmed artery. The stapler instrument clamped down successfully and the system indicated it was ready to fire. However, there were a couple of pauses for compression. At about 50% into the fire, the system generated a message stating the tissue was too thick and to upsize the reload color. Part of the vessel was stapled and transected. The surgeon unclamped the stapler instrument and observed minor oozing. The surgeon then used the vse instrument and two clips to complete the ligation. The surgeon then used a monopolar curved scissors (mcs) instrument for the remainder of the procedure without further issues. The customer informed the cta that the patient was extubated and in the ICU as a standard protocol. The cta confirmed that the white sureform 60 reload involved in this incident was discarded. However, the site would return the sureform 60 stapler instrument to isi for evaluation. On 12-aug-2022, isi received information from the customer indicating that the patient coded within 24 hours of the procedure. However, the customer reportedly believes the cause of death was a pulmonary embolism. (Note: refer to medwatch report (MDR) with patient identifier #(B)(6) for MDR submission of the patient death with unknown cause.)

Manufacturer narrative:
Based on the information provided, the causes of the customer reported failure mode and intra-operative complication (i.e. Minor oozing) cannot be determined. Isi has requested the sureform 60 stapler instrument and white sureform 60 reload for failure analysis evaluation; however, it was confirmed that the white sureform 60 reload was discarded. If additional information is obtained, a follow-up MDR will be submitted. No image or video recording has been provided to isi for review. An isi advanced failure analyst (afa) engineer conducted stapler log review and found the following: the logs show sureform 60 stapler instrument (part #480460-09, lot #l93220516-0159 was installed 5 times and fired four reloads (1 white, 1 black, 2 white, in that order). The firings occurred on installs 1, 3, 4, and 5. Install #2 used a black reload, and the instrument had 3 incomplete clamps in 3 attempts, so it never fired. The first three firings were completed per the logs with either 0 or 1 pause for compression. The 4th firing (white) resulted in a firing failure at 71% completion following multiple pauses for compression. There was also one incomplete clamp in 2 attempts on the install with the firing failure. This complaint is being reported due to the following conclusion; during a da vinci-assisted lar procedure, the sureform 60 stapler instrument misfired with a white sureform 60 reload installed. After the stapling issue occurred, minor oozing was observed. The surgeon used a vse instrument and two clips to complete ligation. The causes of the customer reported failure mode and minor bleeding requiring medical intervention are unknown. (Note: refer to medwatch report (MDR) with patient identifier #(B)(6) for MDR submission of the patient death with unknown cause.)

Manufacturer narrative:
Corrected information is found in b2 and h10: it was reported in the initial MDR that the death would be reported in patient identifier (B)(6) , but it is being reported in this patient report. Additional information can be found in the following fields: g3, g6, h2, h3, h6, and h10. Intuitive surgical, inc. (Isi) contacted the surgeon and he confirmed the sequence of events on the sureform stapling issue during the robotic procedure. Then he wanted to know who informed intuitive of the patient's death, as it was unrelated to an isi product. Then he stated that within 24 hours of the procedure the patient expired. The patient was shifted to the floor from the ICU, and she passed suddenly with a potential pulmonary issue. The surgeon stated it was unrelated to the intra-operative issue he experienced during the robotic procedure. He confirmed bleeding was not a cause for the patient's passing. He said there was no autopsy conducted, and he was unwilling to provide any additional information. Based on the information provided the cause of death is due to pulmonary issues and unrelated to an isi product. If additional information is received, a follow-up MDR will be submitted. All instruments used in the case were used in subsequent procedures, with the exception of the single use instruments. A review of the event was conducted by an isi medical officer and the following additional information was provided: as per the description of events an issue with the stapler was identified in this procedure and the surgeon found a suitable alternative to complete the task originally intended for the stapler. No injury or harm related to this stapler issue, or the change in instrumentation because of the stapler issue, was noted at the time of the procedure. Although a cause of death is suggested by the surgeon (a pulmonary embolus), the evidence of that assertion was not given. The true cause of death cannot be confirmed without an autopsy or other supporting evidence of that assertion. Therefore, there is insufficient information to know whether or not any intuitive product contributed to this death. This complaint is considered a reportable event due to the following conclusion: it was reported that after a davinci assisted low anterior resection surgical procedure, within 24 hrs of the procedure, the patient coded and expired. The surgeon stated the cause of death is due to pulmonary issues and unrelated to an isi product.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive received the sureform60 stapler instrument that was associated with this complaint and completed investigations. Failure analysis investigations confirmed the stapler firing issue through error log review. The instrument passed initialization. The clamp and fire function passed with no issue on a test sheet. The staple formation was proper. No I-beam damage was observed.

Event description:
Refer to h10/h11 for follow-up information.